Manufacturer narrative:
Unit alarmed a35 during rewind due to corroded motor home switch. Unable to perform displacement test and verify motor error due to motion sensor test failure alarm. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot. Unable to perform operating currents due to motion sensor test failure alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. Customer does not recall any significant events leading to the error. Customer's blood glucose was 220 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the pump alarmed motion sensor test failure during rewind and when the buttons are pressed. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.